Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. Customer went low while driving and passed out. Customer was having issues with blood glucose versus sensor glucose. The blood glucose reading was 200 mg/dl and sensor glucose was over 400, customer treated from the sensor glucose reading. The blood glucose reading at the time of the event was 63 mg/dl. Customer stated that her husband picked her up. The paramedics found her after 45 minutes, customer ran into an embankment. Nothing further reported.